Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - biomaterial - cement: sp/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown surgery performed on (B)(6) 2024, with the cement in question. This surgery was the second surgery, and there were no j&j products used in the initial surgery. Two and a half (2.5) months after the surgery, the screw loosening was confirmed. A large clear zone had formed around the cement mass. This is a case where the cement is not firmly engaged and in which the screw may be removed with cement lumps stuck around it. No additional information is available. Remarks: (B)(4) and (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) unk - biomaterial - cement. This is report 1 of 1 for complaint (B)(4).